Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes beginning at 4:38 pm: 76 mg/dl, 268 mg/dl, and 58 mg/dl. Customer reportedly received the following results earlier on the aviva system within 10 minutes beginning at 2:31 pm: 89 mg/dl, 168 mg/dl, 59 mg/dl, and 76 mg/dl. No death or serious injury reported either time. Requested return of suspect device and replacement was sent.